Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned after first defibrillation threshold test. This rv lead remains in service. No additional adverse patient effects were reported.